Event description:
During surgery a small distal end of 1.2 drill bit broke off into right first metatarsal. The decision was made to microfracture the area of the metatarsal head with no cartilage, and while fenestrating the distal portion of the drill bit was dislodged deep into the metatarsal head. Fluoroscopy was used to visualize the deep foreign body, and the decision was made to leave it in place.